Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of a power reboot event 06-oct-2017. The battery was changed after this event and the pump worked properly. The pump history also showed evidence of a pump reboot event following call service 052 (processor communication exceeds number of retries) and 054 (processor communication enable timeout) alarms on (B)(6)2017. The battery compartment and returned battery cap were found to be undamaged, free of moisture ingress, and able to properly secure during testing. The pump successfully completed the 24 hour duration test without any issue or power interruptions. The pump cover was removed and there was no evidence of moisture or damage to the power circuit. The original complaint of a power issue was noted in the pump history but unable to be duplicated during investigation.